Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in dwell 3 of 5. The home patient (hp) stated the hc alarmed se 2240 in dwell 3 of 5. The hp stated the unused supply line clamp was open. The technical service representative (tsr) had the hp power cycle the hc. The hc alarmed se 2367. The tsr had the hp power cycle the hc. The hc proceeded to press go to start. The tsr informed the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete the therapy. The tsr instructed the hp to inform the registered nurse (rn) of the se 2240. Proper procedures per the user manual were reviewed with the hp. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the customer's wife, she stated that the home patient called the tsr line and that the technical service representative (tsr) did help to clear the alarm and follow instructions. The wife stated the home patient was ok and has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is user error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the user error(s) in the complaint. This issue is being investigated through CAPA.